Event description:
Stent came off the balloon.

Manufacturer narrative:
As no product was returned it is difficult to conduct a proper analysis. A review of the production lot history record could not be performed, due to the fact that the lot number of the product was not reported. With no additional procedural details, or the device in question, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.